Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchofibervideoscope had rust at the distal end. The issue occurred during the reprocessing. There was no patient involvement.